Event description:
Customer reported higher readings on the device. Customer took regular insulin at 9 am. At 5 - 5:30 pm, customer passed out. Customer's friend called emergency medical technicians (emt). Customer was taken to the hospital and unable to recall the emt device result. Customer was given an IV at the hospital. Customer stated a similar incidence has happened previously and they had passed out. Control information was not provided. A request was made for return product and replacement product was sent.